Event description:
Viewray received a report that the software loaded the treatment completion plan into the delivery workflow in an unexpected order. When a completion plan is moved to a later position in the delivery calendar and another treatment interruption of a subsequent fraction occurs the software loads the completion plan in an order that the user may not expect. No reports of treatment in an incorrect order or injury has been reported to date.